Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed. The customer increased their insulin dose based on the readings in the incorrect unit of measure. The customer lost consciousness. A family member called an ambulance and taken customer to the hospital, where the customer was treated with a glucagon injection. The customer's meter has been requested for investigation.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customer and retailers have been informed through adc fa 16 may 2006 letter.